Event description:
It was initial discovered due review of the patient's programming history on the manufacturer programming history database that there was an incomplete diagnostics that resulted in the patient being set to unintentional settings. The normal mode settings were corrected prior to the patient leaving the appointment however the magnet mode settings were not corrected until another date.

Manufacturer narrative:
Analysis of programming history.